Manufacturer narrative:
B3 occurrence date corrected. It was reported from a literature review that a revision surgery was performed due to a broken insert. This case study identified an 81 year-old patient who required a revision approximately 9 years post-implantation due to post breakage after crouching in the garden (possibly suggesting posterior loading during deep flexion) and recurrent dislocations of the right knee. The affected device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. As device information was not made available, device history record and complaint history review cannot be completed. There is no information that would suggest the device failed to meet specifications. A relationship, if any, between the device and the reported incident could not be corroborated. A medical analysis noted that the imagings in 90° flexion and in 115° flexion showed a posterior translation of the tibia during hyperflexion. Laxity in the coronal plane was noted as well as the intra-op finding of transverse breakage of the posterior tibial post with fragment found in the intercondylar notch. Based on the article data, hyperflexion during crouching likely contributed to the recurrent dislocations/subluxation, post breakage and revision. The patient impact beyond the revision could not be determined. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that a revision surgery was performed due to a broken insert.